Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, while introducing the balloon over the wire, the shaft of the balloon broke. The device was removed intact and the procedure was completed with another of the same device. There were no patient complications reported.